Manufacturer narrative:
The conclusions are as follows: the analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug (arrow in blue). - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced before the confirmation of connection (arrow in red) by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - a bug correction is currently in progress. There is no patient risk and this case is recorded for trending purposes.

Event description:
The problem occurred during a pacemaker implantation. Just after the interrogation of the device ,to program it for the implantation, some markers on the atrial channel appeared like if we had an over sensing of the vm ( 8 events/sec) no lead connected and just the out of the box programming I have turned the session off and have re interrogated the device and still the same "problem" I have decided to implant another device.